Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Olympus local service engineer confirmed the following. The reported phenomenon was reproduced. The camera cable of the device was leakage and twisted. The ccd unit and/or cable unit was broken (disconnected) due to external force caused by handling at the time of transportation, storage, use, reprocess, etc., omsc surmised that it was because the phenomenon occurred. The instruction manual of the device states the corresponding method in case of an abnormality.

Event description:
During a procedure with the device, endoscopic image was intermittent and sometimes not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.